Event description:
It was reported that the patient presented for generator change procedure due to elective replacement. During procedure, the right ventricular lead exhibited out of range low impedance and insulation damage. The lead was capped and replaced on (B)(6) 2017. The patient was stable before and after the procedure.